Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported difficult or delayed positioning associated with clip caught on chordae could not be replicated in a testing environment as it was related to patient/procedural or operational conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched and difficult or delayed positioning associated with clip caught on chordae cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with thick leaflets, a rotated heart, and a small atrium. A triclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that the clip became caught in chordae, and one gripper was not functioning as intended. Troubleshooting was performed, and the clip was able to be removed from chordae. Troubleshooting was performed, and the clip was removed from chordae. The clip was then removed and replaced. One clip was then deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.